Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that during the pulmonary vein isolation and posterior wall (pvi/pw) ablation with cavotricuspid isthmus (cti), farawave catheter was selected for use. It has been mentioned that pvi/pw completed without any issue. Physician chose to use farawave for cti line. 500 mcg IV nitroglercerin IV was administered by nurse prior to first cti application. After 9th application st elevation was noted in the inferior leads. Catheter position was at the inferior vena cava/right atrium junction. An additional 500 mcg given with complete resolution of st elevation. Left heart catheterization was performed by interventional cardiologist. No coronary occlusion was identified in angiography. The reported patient issue was determined to be due to coronary spasm and not air embolus. Patient was stable after discharge from the ep lab and expected to fully recover. The procedure was completed using a non-boston scientific product.